Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported that the mobile power unit was found with a damaged bottom cover and a very dirty patient cable that was impossible to clean. The bottom cover and patient cable will be replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a dirty patient cable and a damaged bottom cover was confirmed. The mobile power unit, serial (B)(6), was evaluated . Visual inspection of the patient cable revealed a dirty patient cable and a damaged bottom cover. The exchanged patient cable was connected to a test mpu and mock circulatory loop without activating any alarms. The patient cable functionality was not affected. A full functional checkout was performed, and the unit passed all tests. The unit was returned to the customer site. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 10dec2017. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use entitled ¿powering the system¿ and heartmate ii patient handbook entitled ¿powering the system¿ addresses the user to inspect the mobile power unit for dents, chips, cracks, or other signs of damage and not to use a mobile power unit that appears damaged. Heartmate iii instructions for use ¿equipment storage and care¿ and heartmate iii patient handbook ¿caring for the equipment¿ explain how to properly maintain the integrity of the mobile power unit. No further information was provided. The manufacturer is closing the file on this event.